Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call it was discovered that the e315 error code occurred because the customer was using a non-supported camera. The problem was resolved, and the subject device is not scheduled for return. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus video system center was presenting an e315 scope communication. According to the initial reporter, this event did not occur during a procedure. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 5 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, it is likely due to a non-supported camera bead being used. The following information is stated in the instructions for use (IFU): ¿use compatible endoscopes only. Using an incompatible endoscope can result in improper performance, patient injury, and/or equipment damage. Refer to ¿system chart¿ on page 281 for the compatible endoscope to be used with the video system center.¿ olympus will continue to monitor field performance for this device.